Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the units screen began flashing. There was no harm reported to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse corrected the electrical connections, where the disconnection of the tapes from the pc boards were fixed and a contact improvement agent was used. The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.